Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecified reasons. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on july 08, 2022, was filed inadvertently. No device malfunction/ explantation or serious injury has occurred. This report is submitted on september 19, 2022.